Manufacturer narrative:
The pump stops are reported against the lvad under MFR # 2916596-2019-05040. Manufacturer's investigation conclusion: the system controller was returned for evaluation following the reported event of the 14v batteries not holding charge; however, the log file downloaded from the returned controller revealed several low speed and pump stop events while connected to batteries on (B)(6)2019 from 13:22:57 (the first event in the log file) until 13:24:49. The downloaded log file contained approximately 5 days of data ((B)(6) 2019 per the timestamp). After the low speed and pump stop events, the pump maintained a speed above the low speed limit for the remainder of the log file while the driveline was connected. Throughout the log file, the batteries were exchanged before they could deplete to the low voltage advisory threshold; therefore, the reported event of the batteries not holding charge could not be confirmed via the log file. The returned controller successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The system controller was further tested with the returned 14v batteries and the returned battery clips with no issues observed. Visual inspection of the returned controller revealed discoloration of the user interface. Minor kinks in the outer jacket of the controller power cables was observed and both power cable strain reliefs were broken. The system controller power cable were soft to the touch, indicating that the power cables were damaged by fluid ingress. The system controller was disassembled to inspect its internal components. A white residue consistent with dried fluid was observed on the system controller main printed circuit board (pcb). The components and associated circuitry surrounding the residue were measured and were found to function as intended. The insulation of the system controller power cables was removed, revealing a green contaminate consistent with fluid ingress beneath the insulation. The green contaminate was also observed on the inner conductors, and on the power cable strength member inside the controller housing. No other physical anomalies were observed. The system controller functioned as intended during analysis. The reported event of the batteries not holding charge could not be correlated to an issue with the system controller. The root cause of the observed low speed and pump stop events could not be conclusively determined through this analysis; however, the observed fluid ingress could have possibly contributed to the low speed and pump stop events. Heartmate ii patient handbook under section 5 entitled ¿alarms and troubleshooting¿ and heartmate ii instructions for use (IFU) under section 7 entitled ¿alarms and troubleshooting¿ cover all alarms (visual and audible) and the actions to take if the alarms cannot be resolved. Under subsection ¿what not to do: driveline and cables¿, these sections also inform the user to check the system controller power cables for twisting, kinking, or bending, which could cause damage to the underlying wires even if external damage is not visible. These sections also caution the user not to twist, kink, or sharply bend the system controller power cables. Heartmate ii patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the system controller. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate ii lvad, including inspecting the system controller for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate ii patient handbook under section 1 ¿introduction¿ states that the heartmate ii system components must be kept dry. Never expose the system controller or batteries to water, and do not shower while connected to the power module. If these system components get wet, your pump may stop. Never take tub baths or go swimming while implanted with the pump. The shower bag must be used while showering to keep the system controller and batteries dry. Do not take showers unless approved by a doctor for showering. Do not submerge the shower bag in water. Heartmate ii patient handbook and heartmate ii instruction for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The system controller was returned for evaluation following the report of the patient's 14 volt batteries not holding a charge. The account stated that there were no significant alarms that they knew of. Data was not downloaded when the patient was last seen at a follow-up appointment on 11jul2019. The account also stated that the patient knows what to do in an emergency and how to change the controller. The patient has a backup controller and extra batteries with them and the patient is comfortable with emergency interventions. No further information was provided.